Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, cracked case at a display window corner, and minor scratches on the display window.

Event description:
It was reported that the insulin pump screen was only showing a partial display. Customer's blood glucose was reportedly normal but unspecified. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.